Event description:
Ref imp report (B)(4).

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh (B)(4) on behalf of the importer (B)(4). Additional information will be provided following the conclusion of the MFR's investigation.